Event description:
The customer stated that he was hospitalized for low blood glucose levels, with a reading of 18 mg/dl. The customer does not use an insulin pump, but he is on sensor therapy. The customer stated that he had been having issues with the sensor glucose readings. Troubleshooting was performed, and found that one of the calibrations was off. Advised that one bad calibration can affect the readings. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.